Manufacturer narrative:
None.

Event description:
Received a complaint from a provider that a patient may have in infection at the treatment site. The notes from the provider are copied here "right cheek had some puckering after treatment initially; patient cancelled follow up in 4 weeks; presented recently with bulging on right side only where lifting thread was placed and had initial puckering. Client is a self proclaimed "picker" and may have picked at this location. Patient was prescribed a steroid dose pack and started cephlexin 500 mg pro bid."